Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. The balloon was inflated three times to 12 atmospheres for 20 seconds, 20 seconds, and 8 seconds respectively. However, during the third inflation, the balloon ruptured. The device was removed and a balloon pinhole was noted. The procedure was completed with a different device. There were no complications reported and the patient condition was good.